Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, a significant amount of bleeding and tissue contact was observed due to poor visualization. At 47,387 joules of use the physician noticed that the fiber had an aiming beam coming out of the distal tip of the fiber and not the usual side firing aperture. The fiber was exchanged. The second fiber was used until approximately 100,000 joules, the vision was so distorted due to the size and vessel within the prostate that the physician decided to complete the case with an alternate procedure (open prostatectomy). The procedure was successfully completed with "no adverse outcome" reported. This report is for the second fiber used.